Manufacturer narrative:
The device was not returned to olympus for evaluation. However, a technician was onsite and repaired the device. The technician cleaned contacts, downloaded files and performed functional testing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a conclusive root cause could not be determined as the device was not returned for evaluation. It was also observed that the subject device displayed an e315 error code (communication error). Error code e315 indicates an error that occurs when a scope that is not subject to combination is connected. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction was to recur. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that there was no image displayed with the evis x1 video system center when using with the 1100 series endoscope; the image failed without any error messages. Countermeasures were taken without success. The issue was found during an unspecified procedure. There were no reports of patient harm. The reported issue (no image) may have occurred when combined with the bf scope.